Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with injection. The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated the pump alarm after battery change. The customer was advised to monitor pump. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated that there is no response from any button except down button. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces also, unable to verify battery out limit due to button keypad anomaly. No unexpected insulin pump initiates time frame anomaly noted. The insulin pump had cracked case at the display window corner, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.